Manufacturer narrative:
The device was returned to boston scientific for analysis. The sheath underwent visual inspection and no abnormalities were found on the shaft or handle. The dilator tip was observed to be damaged. The device was able to deflect and hold deflection. Inspection under microscope confirmed the damage at the tip of the dilator. The "quality control deficiency" conclusion code was selected for the allegation of "damaged/defective" as the dilator was inspected to be damaged.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the physician inserted the dilator into the sheath, some resistance was felt and then it was noticed that the tip was damaged. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. When the physician inserted the dilator into the sheath, some resistance was felt and then it was noticed that the tip was damaged. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.